Manufacturer narrative:
A complete lead was returned in one piece measuring 53.0 cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-24219. It was reported the asymptomatic patient presented for an implant procedure. During surgery, after initial placement the atrial lead became dislodged. The physician tried to replace the lead but the set screw on the device could not be loosened. The device and lead were explanted and replaced. The patient was stable.